Event description:
The atrial lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. Our device records indicate the patient expired 32 months ago. We have no information to suggest the death was device related.